Manufacturer narrative:
Date of the event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.  The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg was not communicating with external devices. The patient had an unrelated surgery and did not put the ipg into surgery mode. As a result the ipg is inoperable and stimulation was lost. Troubleshooting was attempted without success. Surgical intervention may occur in the future to address issues.

Manufacturer narrative:
An inoperable pulse generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
Correction: after additional follow-up section h6 - method code should be 4114 rather than 4117.

Manufacturer narrative:
Correction: section a4 - weight should have been 185 lbs rather than 175 lbs as noted in the initial report.

Event description:
Additional information found the patient had their ipg replaced to address the issue. Therapy was restored.